Manufacturer narrative:
Per the perfusionist, the sensors were placed on a rounded area of the reservoir. Additionally, she mentioned that later in the case, the module moved slightly when pushed into place. The sensors have been used since with no further issues. The field service representative could not duplicate the issue. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'level sensor not attached' alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2021 during a cpb procedure, the team had intermittent alarms on the level sensing system. The team set up and attached the level pads per the manufacturer's recommendations, used gel, and attached the sensors to the other manufacturer's rounded reservoir for the procedure. During the procedure, the system gave the perfusionist subsequent level not attached messages. The team tried to mitigate the issue by attaching another set of level sensing pads and additionally tried another set of sensing cables, but neither maneuver mitigated the issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
The reported complaint was confirmed based off information obtained by the clinical team. The user facility uses a rounded reservoir that can cause the mounting pads to couple/decouple and not adhere properly. The user has been notified about the need for a flat, dry surface to attach the sensors. During laboratory analysis, the product surveillance technician (pst) observed the red and yellow level sensors to function as intended throughout testing. The sensors appropriately alarmed and alerted when the fluid level was below the sensor pad. There were no issues noted during testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.